Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. Per review of wo notes, the event log had several 113s, data showed the device was having issue cooling and could be indicative of an issue with the chiller since t4 wasn't dropping into the single digits while target temperature was 4, they were going to drain and refill and run a calibration to see if the issue persists. Per follow up information received via mail on 30jan2026, biomed performed the suggested action and all issues were resolved. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the nurse was having issues with alerts in an arctic sun device. Per review of wo notes, the event log had several 113s, data showed the device was having issue cooling and could be indicative of an issue with the chiller since t4 wasn't dropping into the single digits while target temperature was 4, they were going to drain and refill and run a calibration to see if the issue persists. Per follow up information received via mail on 30jan2026, biomed performed the suggested action and all issues were resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the nurse was having issues with alerts in an arctic sun device. Per review of wo notes, the event log had several 113's, data showed the device was having issue cooling and could be indicative of an issue with the chiller since t4 wasn't dropping into the single digits while target temperature was 4, they were going to drain and refill and run a calibration to see if the issue persists. Per follow up information received via mail on 30jan2026, biomed performed the suggested action and all issues were resolved.